Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The stents remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effects and malfunctions reported in the post-market clinical follow-up are captured under separate medwatch reports. Literature article title: post-market clinical follow-up evaluation report xience family of stents.

Event description:
This is filed to report the patient effects other than death: it was reported through the pmcf report, that the xience xpedition may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization. Details are listed in the article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The devices remain implanted and were not returned. A review of the lot history records and complaint history could not be conducted because the part and lot numbers were not provided. It was reported xience xpedition stent delivery systems (sds) were used for off-label usage in the left main and in vein and artery stent grafts. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use (IFU) states: the xience xpedition everolimus eluting coronary stent system are indicated for improving coronary luminal diameter. In this case, it is possible the IFU deviation related to off-label use contributed to the reported event; however, this complaint is referencing summary data from a study and specific patient information, including the clinical course for each individual patient during the research timeline, was not provided. The reported patient effects of occlusion, perforation, myocardial infarction, thrombosis and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems IFU as known patient effects of coronary stenting procedures based on the case information and related record review, a conclusive cause for the reported patient effects of occlusion, perforation, myocardial infarction, thrombosis and stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.